Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii seals failed to deploy properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Refer to MFR report #s 2242352-2012-01002 and 2242352-2013-01194 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. An in-service training from a maquet rep has been recommended to the hosp due to the multiple issues that the customer has had with the heartstring iii device. (B)(4).